Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (foreign) via a company representative regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that an alert on a patient's pump occurred. The patient first noted hearing an audible alarm back in (B)(6) 2023. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only). At a subsequent pump refill in (B)(6) 2023, an alert didn't appear. However, it was noted that in the report, the pump clock was 58 minutes ahead of the programmer clock. The pump time was then reset to the programmer clock. A refill was undertaken with no issues and the patient was fine. No further alarm was heard. However, in (B)(6) 2024, report changes were made and the pump time was 1 hour and 2 minutes behind the programmer time and was reset to the programmer time. An alarm/alert was noted at the beginning of the session regarding the pump motor having stalled and recovered. It was indicated that this can be caused by magnetic resonance imaging (MRI) regarding service code 529. The service code 529 regards a motor stall recovery having occurred. Again, the refill was undertaken with no issues. And no further alarm was heard. It was further reported that on (B)(6) 2025, the pump time was 1 hour and 1 minute behind the programmer time and was reset to the programmer time. An alarm occurred at the beginning of the session regarding the pump motor having stalled and recovered. Again, it was noted that this can be caused by MRI regarding service code 529. It was further reported that an alarm was heard last week for a "few beeps". The patient has not had an MRI but has had a CT scan. There have been no reported discrepancies between expected amount of drug withdrawn from the pump and the report. The patient has not noted any particular problems regarding the pump. The healthcare provider was questioning whether there was any further action that they should take. At the time of the report technical services reviewed the difference of the pump clock having been different then the programmer clock could be due related to summer-time changes. It was being considered that while the clinician programmer tablet automatically changed the time, the pump would still be programmed with the old time.